Event description:
It was reported the rigid video scope had yellow stripes in the image. The issue occurred during preparation for use for a therapeutic fundoplication surgery. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: d9, h2, h3, h4, h6, h10, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the issue. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Based on the results of the investigation, the video cable was broken and therefore stripes in image occurred. The most probable cause of the complaint was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had yellow stripes in the image. The issue occurred during preparation for use for a therapeutic fundoplication surgery. The procedure was completed using a similar device. There were no reports of patient harm.